Event description:
It was reported when using the bd vacutainer® sst blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter: translated to english. The customer stated: "in normal use, the vacuum tube cover is not easy to remove and install." No further information reported at this time.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter: translated to english. The customer stated: "in normal use, the vacuum tube cover is not easy to remove and install." No further information reported at this time.